Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01539

Event description:
The patient was undergoing a retrograde transvenous coil embolization with balloon obstruction coil using a penumbra coils 400 (pc400s). During the procedure, the physician experienced resistance while using the first pc400; however, the pc400 was able to be deployed and detached in the target location using a non-penumbra microcatheter. While advancing a new pc400 through the microcatheter, the physician experienced resistance at about 2cm from the distal tip of the microcatheter; therefore, the pc400 was removed. The procedure was completed using another treatment method. There was no report of an adverse effect to the patient.